Manufacturer narrative:
Follow-up # 1: 09/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: the pump was powered on and run on a 24 hour basal program with no loss of power occurrences; the original complaint could not be duplicated. Upon a review of the black box data there was one unexplained reboot. A visual inspection was performed and no damage was noted to the pump, it was also noted that the battery cap attached securely. The pump case was opened and an inspection was performed on the power circuit with no defects or evidence of moisture found. Unrelated to the original complaint, it was noted that the display was dim and discolored when the pump was powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly, there were no damages to the battery compartment or cap and the cap was able to fasten properly onto the pump. The reporter did not notice any moisture or corrosion in the pump and the issue was not resolved with a new battery from a different pack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.